Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battey compartment was damaged. It was also noted that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: during investigation, the battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down toward the case seal and below the bumper at the case seal. Unrelated to the original complaint, the returned cartridge cap was observed to be damaged and torn at the top of the cap opening. The cartridge cap was able to securely attach to the pump. The pump powered on to dim and discolored display.

Manufacturer narrative:
Follow-up #2 date of submission 05/12/2016: this complaint was reopened to remove the secondary diagnostic code of ¿cartridge cap damage¿ from the investigation. There was no alleged damage to the cartridge cap